Event description:
It was reported that the rifton gait trainer was being used in the playground when a front caster came off. The client was reported to have fallen, but was not injured.

Manufacturer narrative:
From the investigation of the device it appears that the caster may have been loose and wobbly for some time before falling off. In the product manual we recommend that the user inspect the product regularly for loose or missing screws, general instability or other signs of excessive wear, etc. And that they immediately remove the product from use when any condition develops that might make operation unsafe.